Manufacturer narrative:
A medtronic representative went to the site to test the equipment. After speaking with the operator of the navigation system, it was discovered that the site owns two separate microscopes. When in the application software, the site selected the microscope not used in the procedure, resulting in the imprecision. The representative was able to replicate the reported issue when selecting the improper microscope. The proper microscope was selected and no imprecision was observed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative later returned to the site and performed training for the site to know which microscope to select in the application software of the navigation system. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a cranial resection, an imprecision was observed by the surgeon when using the microscope. The surgeon stated that the imprecision was 1-2cm superior. A warning message for magnification was displayed. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.